Manufacturer narrative:
Follow-up # 2: device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, performance testing with blood was performed on the retain test strips. The retain test strips passed performance testing. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 device evaluation: the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio 2 meter read inaccurately high in comparison to another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2016 2:20am, he woke up with symptoms of low blood sugar "shaking and sweating" ten minutes later the patient stated he obtained a result of "4.3mmol/l" on the subject meter compared to "2.3mmol/l" on another meter (onetouch ultra), preformed within 30 minutes of each other. The patient reported that at "2.35am" he self-treated with a small bottle of orange juice. The patient manages his diabetes with oral medication diet and/or exercise and made no change to his usual diabetes management routine as a result of the alleged issue. During troubleshooting the cca noted that the meter was set to the correct unit of measure, an approved sample site was used to obtain the result and the correct testing steps were carried out. The test strips were stored correctly within their expiry date and the test strip vial was neither cracked nor broken. The patient did not have control solution to carry out a test. Replacement products were sent to patient. Based on the information provided; this complaint is being reported based on the following conclusions: although the patient had stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged "inaccurately high" subject meter results did not affect treatment options prior to the onset of these symptoms.